Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed tot he event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels. Customer declined troubleshooting. Blood glucose level was not provided at time of reporting. Nothing further reported.